Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a 52 mm evoque procedure in tricuspid position. On post operative day (pod) one hundred twenty-one (121) the patient was admitted with volume overload and needed diuresis. Transesophageal echocardiogram (tee) was recently performed and shows paravalvular leak (pvl) has worsened since implant date and appears to be more atrial on the lateral side. The patient is symptomatic from the pvl and is in stable condition. No further actions were needed. The day of the operation, after release of the valve, there was only trivial pvl on the lateral side. The leaflets were confirmed captured on each anchor during the anchor spin. The anchors were at the hinge points. The valve appeared stable with no canting after deployment. After review of the internal image review of the pod 132 tee, it was observed that the 52mm evoque valve has migrated, with the lateral aspect more atrially (>10mm from the tv annulus). Most anchors are located at the tv annulus. The final transvalvular tr is mild and the final pvl is qualitatively moderate to severe. The tv mean inflow gradient measures 4 mmhg at 77 bpm. The major root cause for migration from deployment position cannot be identified from imaging.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images labelling review the complaint for malposition - valve migrates from deployment position was confirmed with objective evidence via imaging evaluation. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Malposition events such as migration may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), procedural factors and patient factors. Migration may occur as a result of lack of leaflet capture and rv volume changes upon implantation or volume management. The mismanagement of rv volume may result in valve instability and may cascade to valve migration. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.